Event description:
A surgeon reported an intraocular lens (iol) was explanted due to the patient experienced shadows. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by fax and mail. A completed questionnaire has not been received. (B)(4).